Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, discontinued), fortum injection (1gm, once daily, intraperitoneal, discontinued) and amikacin injection (125mg, once daily, intraperitoneal, discontinued) for peritonitis. Five days after the event onset, the patient's pd catheter was removed due to peritonitis and the patient was transferred to hemodialysis (twice a week). On an unknown date, pd therapy was discontinued. Nine days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Re-catheterization was scheduled for after two months. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.